Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to pushed down battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicates that the customer's insulin pump did not turn on even after changing the batteries. The customer's blood glucose levels were not provided. The customer states there were physical damage to the insulin pump. The customer returned the device for analysis.